Event description:
On (B)(6) 2010, pt reported the up button on the infusion device works intermittently. This was first noticed one week prior to report when pt attempted to bolus. Pt boluses 3-4 times per day. Up button pops up after it is pressed. Pt has used this infusion device for over 2 years. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.